Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007. On (B)(6) 2009 the patient underwent scar revision of an anterior "forniceal" scar and excision of posterior mesh due to painful mass and dyspareunia with scarring in the vagina. On (B)(6) 2009 the patient underwent scar revision anteriorly and posteriorly and removal of posterior due to painful vaginal mesh from previous anterior tears with apogee and perigee. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, and rectocele. It was reported that following insertion patient experienced pain, erosion, extrusion, recurrence, vaginal scarring and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, ams perigee, and ams apogee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh excision, scar revision, vaginal exploration on (B)(6) 2011 due to vaginal scarring with chronic vaginal pain and residual mesh.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.